Event description:
It was reported that when using the bd pyxis¿ medbank mini, the user was unable to issue medication and drawer would not open. The customer stated that medication listed on the patient profile in mql differed from the medication configured in the machine. The medications involved were listed as artovastine 80 mg and 40 mg. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2021, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to issue medication. A technical support specialist (tss) remoted in and found that the medication on the patient profile in myqlink (mql) was different from the medication in the machine, which was atorvastatin. The tss advised the customer to contact the pharmacy to change the medication on the patient profile to reflect the one in the cabinet to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.